Event description:
Tech alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The tech found that the e-ring fell off of the side rail bracket and had gotten bent. The tech replaced the side rail e-ring rod and bushing to resolve the issue.